Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the front panel backlight defect was due to led failure of the front-panel olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, that the front panel backlight on the high flow insufflation unit is defective. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The problem was reproduced. The evaluation determined that the front panel led lighting failed. A visual inspection was performed, and no abnormality was found in appearance. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.